Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was requesting a cfnadmin and mentioned this has been a recurring issue for some time. A technical support specialist (tss) confirmed the station was online in rss (remote support service), but securelink access was disabled; after verifying with the customer that the station was stuck at the login screen requesting a password, had another agent dial in and share the station, and confirmed it was in a normal state with no issues. The customer confirmed that the station is now functioning normally. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck at the login screen and was requesting a password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.